Manufacturer narrative:
Evaluation summary: the product returned for evaluation was empty. The retained cylinder for the master lot (825509) used to transfill lot 825509 was analyzed. All results were found to be within product specifications. A check of the batch production records showed no process or analysis issues. This report mailed in to the FDA on: 02/24/2010.

Event description:
A facility reported that intraocular sf6 did not last as expected on one patient. The patient required a second procedure as a result of the bubble not lasting long enough. No patient identifiers were provided. The patient outcome was good.